Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. A device history review (DHR) was performed, and found nonconformance data identified. There was one in-process nonconformance potentially related to this event that was screened 100 percent; however, the nonconforming product was from totes not included in this lot. As no product was returned for investigation, no root cause could be determined as the complaint could not be confirmed. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that there were issues with trying to thread the catheter off the stylet and it would not retract. No patient injury was reported.